Manufacturer narrative:
The formed needle was found extended past the needle well. The linkage assembly was observed to be not fully retracted through the top housing. After the pod was opened, the linkage assembly fully retracted and no damage was found to the swage of the linkage assembly. Score marks were observed on the top housing, indicating the linkage assembly was misaligned. The needle mechanism was reset and deployed with no issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 367 mg/dl. The needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.